Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2011; 3387s-40 dbs lead, implanted: (B)(6) 2013; 3708660 neuro extension x 2, implanted: (B)(6) 2013; 37601 dbs ipg, implanted: (B)(6) 2013; a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days post implant, the pacing impedance and thresholds increased to high, out of range values on the right ventricular (rv) lead. An x-ray was taken and it looked within normal limits. Approximately a week later, the patient was in the operating room and they noted the lead was snug in the connector block; however, there was dried blood on the pin of the lead when it was removed from the header of the implantable cardioverter defibrillator (ICD). Blood ingression was noted in the grommet and into the rv lead bore. The lead was cleaned off with a 4x4 and placed back into the header and impedances with normal measurements. The physician elected to explant and replace the device. A new device was given, and again the rv bipolar impedance was high and out of range through the new can. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The inner tubing of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant. Lead received with the distal conductor and tubing was full of blood. Visual inspection found 2 cuts throughout the overlay tubing and bi-lumen that allow blood ingress in lead. Visual inspection of the connector pin, there was no blood inside the pin. According to the product analysis finding, breach insulation and the amount of blood in lead and the time of the implant leads us to conclude that the insulation breach is likely cause at the implant procedure and it is contribute to the complaint of high threshold. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.